Event description:
A non-healthcare professional reported that, following intraocular lens (iol) implantation, the patient experienced blurred vision and dysphotopsia. Consequently, the lens was explanted and replaced with another company's monofocal lens during a secondary procedure. The clinical reasons for the explant were dysphotopsia and poor contrast sensitivity. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).